Event description:
It was reported that an alert for high out-of-range high voltage impedance was observed via a review of device interrogation session record. Over-sensing of noise was also noted on an iegm. The vibratory alert was turned on. No immediate plans have been made at this time for any intervention. The patient was stable before, during, and following the device interrogation.